Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 3 did not recognize when it was open and was double-clicking during access. A field service engineer checked the station and no failures were found. Diagnostics were run, the station was shut down, and the position sensor for drawer 3 was replaced. The station was then rebooted and tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 was not detecting when it was open and was double clicking when accessing. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.